Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie could not be recovered. The user attempted to reboot the pyxis device and perform recovery again; however, the issue was not resolved. The field service engineer (fse) guided the user through initiating a storage recovery process; however, the cubie remained in a maintenance-required state and did not release. The fse manually opened the affected drawer to force release the cubie pocket. The fse informed the customer that break the cubie open as it was not functional and required removal. The user used another cubie, station was subsequently rebooted, and once operational, the fse instructed the user to perform recovery again and confirm the cubie as absent, which allowed the system to remove it from configuration. The medication was then reassigned and loaded into a different cubie, after which functionality was restored and verified. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie failed to recover. Troubleshooting steps, including rebooting the system and attempting recovery again, were performed; however, the issue persisted, leaving the cubie in a failed state and impacting normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.